Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, tracking difficulties was encountered while implanting a 26mm s3ur in a non-edwards pulmonic surgical valve using a commander delivery system, as the sheath couldn't track all the way to the mpa due to patient factors (tortuous/complex anatomy). This necessitated a bailout. During system retrieval, they faced withdrawal difficulties, with the crimped valve catching on the gore sheath tip and dislodging from the ds. The crimped s3ur valve was caught in the 24f non-edwards sheath. A non-edwards balloon (16x3) was then used to secure the valve for removal and recapture as much as possible back into the non-edwards sheath before removing the system was a single unit. After removal, a second system was used to successfully complete the procedure (this time using a short, 33cm 26f gore dryseal). There was no resistance while inserting the ds through the sheath. There was no other damage to any ew devices. There was no reported patient injury. The device(s) is not available for return. Per report, a 26f gore sheath is recommended for a 26/29mm valve due to the 'fluffier skirt'. A decision was made to proceed with 24f long, 62cm sheath. The inability of the sheath to track all the way to the mpa was due to tortuous/complex anatomy. There was no resistance while inserting the ds with the crimpled valve through the sheath. The valve was advance with no problem, the valve couldn't be retrieved as the reason for the larger french size (26f regardless of length 33/65). The valve was dislodged from the ds due to holding the gore in place while another operator pulling the commander with too much force trying to pull the valve back into the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, and investigation conclusions have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A photo of the device was provided and reviewed. The picture revealed partial retrieval of an edwards crimped valve into a non-edwards sheath tip using a non-edwards balloon. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the navigate and position catheter to target location with unable to track system through anatomy, withdraw catheter with non-edwards sheath and thv dislodged off balloon during withdrawal through non-edwards sheath was unable to be confirmed. The available information suggests (patient factors - calcification, tortuosity and small vessel size with pre-existing stent) and (procedural factors (inadequate non-edwards sheath sizing, off label use and high pull force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. It was noted that sapien 3 ultra resilia was implanted in pulmonic position for this case with commander delivery system and non-edwards sheath. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use.